Manufacturer narrative:
Device was not returned for analysis. And the lot number is unk. Review and confirmation of mfg records was performed. No anomalies were found. No conclusions can be drawn. Review of mfg records indicates the device met spec prior to leaving greatbatch medical.

Event description:
Boston scientific received info that during the pacemaker surgery, the introducer was used to gain access to the subclavian vein. As the needle was advanced it broke. No adverse pt effects were reported.